Manufacturer narrative:
(B)(4). Corrected data: catalog # = ilsx (exact product code used in case is not known).

Event description:
Multiple requests were completed for additional information, but to date, no more information has been received. Should additional information be received, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open sigmoid colectomy procedure, the surgeon stated the device was fired to do the anastomosis; it stapled and cut correctly. They did a leak test and observed the doughnuts that were formed perfectly. The surgeon stated that he had his hand on the anvil when removed it from the anastomosis. The tissue was healthy and the staple line was complete. The patient returned to the or two days post op on (B)(6) 2011; they found three liters of fluid in the patient. The surgeon feels the staple line leaked the fluid. He is unsure at this time if the staple line opened up. The patient will now have a permanent colostomy. The patient will also be held in the hospital longer due to the additional procedure. No other information is available at this time regarding the patient. Additional information being requested.